Event description:
It was reported that far field r wave oversensing (ffrw), t wave oversensing (twos), loss of biventricular pacing and several inappropriate auto mode switching (ams) episodes were observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The ICD was being monitored. The patient was stable.